Manufacturer narrative:
No evaluation possible at this time. The suspect device has not been returned for evaluation nor has the identifying part and/or lot number been provided. It is unknown if revision surgery has taken place. Attempts by the international customer to obtain information from the user facility have been unsuccessful. Upon the receipt of additional information and/or the suspect implant a follow report will be submitted.

Event description:
Alphatec received an e-mail form an international customer ((B)(6)) indicating an issue with illico pedicle screw. The customer received a letter from a user facility in rome informing them that they had received letter from the patients lawyer. The 1st surgery on (B)(6) 2014 at (B)(6). Lumbar and lumbosacral arthrodesis with posterior approach due to a diagnosis of l4 and l5 stenosis. The 2nd surgery on (B)(6) 2014 at (B)(6). Diagnosis: stenosis at level l4 and l5 due to a previous l4-l5 minuteman surgery that required a second surgery of l4 and l5 arthrodesis with pedicle screws. The results of the surgery have been harmful to the patient because the wrong execution of the surgery and/or the tools used caused the breakage of the pedicle screw placed at l5 level.